Event description:
Police officer on duty checked blood glucose on the suspected device at 3 p.m. And obtained a reading of 395 mg/dl. Officer took insulin on a sliding scale based on the reading. Five minutes later officer checked blood glucose on another device and the result was 163 mg/dl. Officer did not do anything after the second reading. At approx 4:45 pm officer passed out. Officer was found by another officer and was woozy/ill. Officer then drove home and again tested blood glucose and obtained a result of 64 mg/dl.